Event description:
It was reported that during an unspecified interventional procedure, a guide wire fracture occurred. The physician noted "troubles advancing or crossing" the lesion in the right coronary artery with the choice pt extra support guide wire; he was attempting to go through previously placed stents. When pulling back on the guide wire, resistance was encountered. The physician thought the wire had "gone behind one of the stents that were previously placed; he kept pulling and the wire fractured". A 10cm of the distal portion of the guide wire remained inside of the patient. The physician used an unspecified snare and successfully retrieved the guide wire fragment. No further patient complications were reported. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been disposed of by the user facility. The batch number for the incident device was not reported. A shipment history was performed for all batches sold to this customer in 3 years prior the procedure date and results identified no potential batches, so device history not performed. The most probable root cause is determined to be operational context. Procedural factors like the entanglement of the wire with the stent may have caused the wire fracture.